Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that on (B)(6) 2011 the patient underwent a gynecological procedure in order to treat abnormal pain, lower pelvic pain, and stress urinary incontinence and mesh was implanted along with the concurrent procedures of laparoscopic lysis of adhesions including descending colon, small bowel to the vaginal cuff, and urinary bladder and cystoscopy. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion of the mesh the patient experienced pain, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.